Manufacturer narrative:
According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. Testing of anti-a lot 101673, 101674 with in house donor samples revealed type a red cell sticking in the anti-a wells. To prevent the sticking, in house studies found that pipetting the reagents into the wells before the sample red cells greatly reduced the sticking. In house comparison testing of the new reagent-first pipetting order to the existing sample-first pipetting order showed no unexpected negative anti-a reactions with the new pipetting order. Some unexpected negative reactions were observed during testing with the current assay. Customers were notified of the modification to the assay on 9/20/07. The customer did not load the modified assay at the time of the complaint.

Event description:
The customer reported an abo discrepancy on galileo. They were running a fwd_abo on two babies' samples. The first baby was historically a positive typed as o positive and the second baby was historically ab positive typed as b positive.